Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The pump was not returned for investigation. According to clinical records, the pump was repositioned after triggering an impella position in aorta alarm. The cause of the positioning issue was not determined as insufficient clinical details about the event were provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, an alarm occurred stating "impella position in aorta". The impella was repositioned under echocardiogram. There was no patient harm. Pump was weaned and explanted after 55 hours of support.